Manufacturer narrative:
The attempted lead was not expected to be returned. A request for additional information was made; however, the clinical study associate had no information to provide. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that no left ventricular (lv) lead was implanted in this clinical study patient due to a dissection of the coronary sinus. It was not reported whether invasive intervention was required to resolve the dissection. No additional adverse patient effects were reported.